Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test due to motor error alarm also, unable to confirm a35 alarm due to motor error alarm. All of the buttons are functioning properly however, found slight corroded keypad traces. No button error alarm during out testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked on display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 520 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they were in the emergency for headaches but not for anything diabetes related. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.